Event description:
Following a catheterization procedure, an angio-seal device was placed. An unspecified amount of time later, it was noted that collagen had been deposited in the artery causing vessel occlusion. The pt was taken to surgery where the device and the collagen were removed. According to the report issued by the angio-seal clinical application specialist, the physician attributes this event to the fact that this pt was very thin (no specific height or weight available). The pt recovered from the procedure, and remains without further difficulty or sequelae.